Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) a device markings issue occurred. The 70% stenosed target lesion was located in the non-calcified and non-tortuous left lower leg artery. The 4.0 x 10 sterling balloon catheter was advanced; during the procedure the physician observed the position between the marker band and the balloon to be "incorrect"; the marker band was located at the tip of the balloon catheter. The procedure was completed with this device with no patient complications. The patient's status was reported as stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) a device markings issue occurred. The 70% stenosed target lesion was located in the non-calcified and non-tortuous left lower leg artery. The 4.0 x 10 sterling balloon catheter was advanced; during the procedure the physician observed the position between the marker band and the balloon to be "incorrect"; the marker band was located at the tip of the balloon catheter. The procedure was completed with this device with no patient complications. The patient's status was reported as stable.

Manufacturer narrative:
(B)(4). Initial reporter phone: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed there were two kinks in the inner shaft within the balloon 12 and 10 mm from the tip. The balloon had seen signs of positive pressure. The returned condition of the balloon restricted the appropriate measurement of the markerband to balloon transition; therefore, it was not possible to confirm the markerband positioning. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was not confirmed based on a thorough analysis of the returned device, which revealed no evidence of the alleged issue or any anomalies that could have contributed to the reported event. (B)(4).